Event description:
New information received notes that the leads were explanted and replaced on (B)(6) 2025. No information regarding adverse patient consequences was reported.

Event description:
It was reported that a patient presented with dislodgement noted on the right atrial and right ventricular leads. This was confirmed via chest x-ray. This resulted in far p over-sensing on the right atrial lead and loss of pacing and resulted in inappropriate shocks. The atrial lead exhibited loss of capture and sensing. The leads were programmed off and surgical intervention was planned. The patient as fitted with an external defibrillator while awaiting procedure. No adverse patient consequences were reported.

Event description:
It was reported that a patient presented with dislodgement noted on the right atrial and right ventricular leads. This was confirmed via chest x-ray. This resulted in far p over-sensing on the right ventricular lead and loss of pacing and resulted in inappropriate shocks. The atrial lead exhibited loss of capture and sensing. The leads were programmed off and surgical intervention was planned. The patient as fitted with an external defibrillator while awaiting procedure. No adverse patient consequences were reported.

Manufacturer narrative:
Correction: b5: event description should reflect right ventricular lead exhibiting issues of far p over-sensing on the right ventricular lead and loss of pacing and resulted in inappropriate shocks.